Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Difficulty/resistance removing the device through the guiding catheter post-deployment could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a narrow and 80% stenosed proximal left anterior descending artery. A 4.0 x 15 mm xience prime stent delivery system (sds) was advanced to the lesion and the stent was implanted. When removing the sds, there was slight resistance felt as the balloon entered the guiding catheter and the shaft separated at the guide wire exit notch. The guiding catheter was removed with the separated portion of the sds as a single unit. The procedure was ended at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.